Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the patient line separated from the cartridge. Reportedly, the patient line was pulled. There was no adverse impact to customer's blood glucose level. A cartridge change was performed resolving the issue.